Event description:
Related to MFR report # 2183959-2012-02366, 02367. It was reported by the plaintiff's attorney that on or about (B)(6) 2007, the plaintiff was implanted with an apogee system with intepro lite "to treat her pelvic organ prolapse and stress urinary incontinence." It was alleged that the plaintiff "has experienced significant mental and physical pain, disability, suffering, has sustained permanent injury," has had "permanent and substantial physical deformity", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.